Event description:
It was reported that multiple usb cables were intermittently hot to the touch and generated the smell of "burning/melting plastic" while plugged in to charge the pump battery. Additionally, "static noises" could be heard from the pump. The customer's blood glucose level ranged from 300-350 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.